Event description:
"Device was not able to track through a small vessel (right subclavian artery). It was decided to abort after a small dissection was discovered. No other reasonable access was available at that time." Patient outcome: "procedure aborted and patient will be brought back at another time."

Event description:
"Device was not able to track through a small vessel (right subclavian artery). It was decided to abort after a small dissection was discovered. No other reasonable access was available at that time" patient outcome: "procedure aborted and patient will be brought back at another time."